Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in two pieces for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found three external insulation abrasions breaching the outer insulation proximal to the suture sleeve tie mark consistent with friction to device can. The cause of oversensing noise was due to the exposure of the outer coil at the abrasion locations.

Event description:
Additional information was received indicating the right atrial lead was originally capped during an unrelated procedure.

Event description:
It was reported that noise was noted on the right atrial (ra) lead. The ra lead was capped to resolve the event. Later, the ra lead was explanted during an unrelated procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.